Manufacturer narrative:
(B)(4). Device evaluated by MFR.:device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered and shaft break occurred. Vascular access was obtained via the groin with a 12fr introducer sheath. The target lesion was located in the superior vena cava. A 14-4/5.8/75 xxl¿ vascular balloon catheter was advanced for dilatation. The balloon was inflated up to the rated burst pressure. However, following deflation, the device could not be retrieved out of the patient and the shaft broke. Subsequently, contralateral venous access was obtained via the other groin with another 12fr introducer sheath in order to snare the broken portion of the device. The patient was then sent to surgery. Three days later, additional information was received from the hospital that the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the initial femoral access at the patient's left side had a 7fr sheath. When the distal end of the balloon catheter snapped off, the sheath was changed to 8 fr and the physician tried to snare it but was unsuccessful. The patient's right femoral access was then prepped and inserted with a 8fr sheath to try and snare it retrogradely. After unsuccessful attempts, the physician changed to a 10fr sheath again with unsuccessful snaring and then finally a 12 fr sheath, which was also unsuccessful. By this time, the balloon catheter portion in the patient had travelled up to the pulmonary vein. As the interventional radiologist could not snare it antegradely nor retrogradely, and the balloon catheter had migrated to the pulmonary area, the patient was sent to surgery where a vascular surgeon tried to snare it again, but was unsuccessful. The surgeon also tried removing the sheaths completely from the femoral access (open access) to capture the balloon. However, the attempts were unsuccessful. The patient was not having respiratory distress, and was in a stable condition. Patient was discharged the next day. The interventional radiologist confirmed that the patient has had multiple comorbidities therefore the snapped balloon catheter still within the patient has not worsened patient's condition and patient is not in danger of any form. Also the patient has previously been treated with venoplasty many times (with an xxl balloon) with no event.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A complete break was identified in the lapweld area of the device. The distal detached section containing balloon material, shaft, markerbands and tip were not returned for analysis. A full visual and microscopic examination was performed on the returned section of the device. A complete break was identified in the lapweld section of the device 68.8mm distal to the strain relief. A visual and microscopic examination of the break site noted that excessive tensile force had been applied to the device which may have occurred when difficulty was encountered removing the device. An examination identified no issues with the returned shaft that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the initial femoral access at the patient's left side had a 7fr sheath. When the distal end of the balloon catheter snapped off, the sheath was changed to 8 fr and the physician tried to snare it but was unsuccessful. The patient's right femoral access was then prepped and inserted with a 8fr sheath to try and snare it retrogradely. After unsuccessful attempts, the physician changed to a 10fr sheath again with unsuccessful snaring and then finally a 12 fr sheath, which was also unsuccessful. By this time, the balloon catheter portion in the patient had travelled up to the pulmonary vein. As the interventional radiologist could not snare it antegradely nor retrogradely, and the balloon catheter had migrated to the pulmonary area, the patient was sent to surgery where a vascular surgeon tried to snare it again, but was unsuccessful. The surgeon also tried removing the sheaths completely from the femoral access (open access) to capture the balloon. However, the attempts were unsuccessful. The patient was not having respiratory distress, and was in a stable condition. Patient was discharged the next day. The interventional radiologist confirmed that the patient has had multiple comorbidities therefore the snapped balloon catheter still within the patient has not worsened patient's condition and patient is not in danger of any form. Also the patient has previously been treated with venoplasty many times (with an xxl balloon) with no event.